Manufacturer narrative:
The ge svc rep instructed the customer over-the-phone to perform tracker diagnostics. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not auto boot up upon request. No pt injury was reported.